Event description:
It was reported that the customer had issues with the insulin pump. The buttons were unresponsive; the down arrow responded intermittently and it kept scrolling. It was stated that the device alarmed battery out of limit and the battery was changed multiple times, but the customer was unable to clear the alarms. The last blood glucose reading was 8.5 mmol/l. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.